Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture had split. There was an unknown delay in surgery to open a new suture to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/09/2020. Additional h-6 device codes: 1262. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: one empty labeled winding former and a needle-suture of product code 8833, lot pkr969 was received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected; however, slightly marks appears to be by use of surgical instrument could be observed. The suture was examined, it was frayed and split at the middle of the strand. No conclusion could be reached as on what caused that that the suture had split. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.